Event description:
Boston scientific crm received information that the patient with this device was admitted to the hospital due to near syncope and a palpated heart rate in the 30's. The atrial threshold measurement had increased. This increase in threshold measurement caused suspicion of atrial loss of capture due to an inadequate safety margin. The ventricular threshold measurement had increased also. As a result, the atrial and ventricular outputs were increased. Isometrics were performed and no noise inhibition was noted. Laboratory results indicated that the patient was dehydrated. It was discussed that the dehydration, possible premature ventricular contractions and atrial loss of capture could have contributed to the patient's symptoms. Additional information received from the local sales representative states that the device was removed from service. During the replacement procedure, this right atrial (ra) lead had high pacing thresholds and impedances had reached over 2,000 ohms since the last device was replaced. No adverse patient effects were reported from the procedure.

Event description:
Additional information received from the local sales representative states that the device was removed from service. During the replacement procedure this right atrial (ra) lead had high pacing thresholds and impedances had reached over 2,000 ohms since the last device was replaced. The local sales representative provided additional information stating that this lead was not taken out of service. The ra lead remains in service. No adverse patient effects were reported from the procedure.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.